Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Correction, please disregard MDR regulatory awareness date - 8/29/2024. It was submitted in error on the initial MDR. The correct MDR regulatory awareness date is 8/30/2024.